Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a g7 cgm, with the cgm showing ¿high¿ and a glucometer confirming 598 mg/dl over approximately two hours; the user was unsure of the cause and, with assistance, performed an infusion set change at the stomach and observed a subsequent downward trend. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.